Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, and the battery drawer was broken.

Event description:
It was reported the arterial connector port on the epg (external pulse generator) was damaged. The epg was returned for repair and test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.